Event description:
The customer reported that there was an intermittent loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor and the display adapter circuit board was replaced. The system was tested and found to be working as intended and put back into service.